Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against right device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 d1 d4 d9 e1 g2 h3 h4 h6; d6a is a partial implant date of (B)(6) 2006. A visual analysis of the returned device identified: crease flat, an opening on patch/shell bond edge, yellow particles in shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. Device has been explanted and replaced.